Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37081-60, serial# (B)(4), product type: extension. Product ID: 37081-60, serial# (B)(4), product type: extension. Product ID: 3877-45, lot# b0886044k, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a foreign clinical study. It was reported that the patient complained about inadequate paresthesia coverage and decreased pain relief. A device diagnosis of high impedance was reported with a clinical diagnosis of inadequate paresthesia coverage. The patient was reprogrammed on (B)(6) 2017 and the event resolved without sequelae. The event was related to the device or therapy, specifically due to programming, and was not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the foreign clinical study. It was reported that the patient complained about inadequate paresthesia coverage and decreased pain relief on (B)(6) 2017. Reprogramming was performed on (B)(6) 2017 and the event resolved without sequelae. The event was related to the device or therapy, specifically due to programming, and was not related to the implant procedure.

Manufacturer narrative:
The implant dates of the devices has been updated. Product ID: 37081-60, (B)(6), implanted: (B)(6) 2009, product type: extension, product ID: 37081-60, (B)(6) implanted: (B)(6) 2009, product type: extension, product ID: 3877-45, lot# b0886044k, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.